Manufacturer narrative:
(B)(6). Although the lot number was not provided, it was reported that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that immediately following an anterior repair procedure using a pinnacle anterior/apical pelvic floor repair kit, the patient experienced numbness and discomfort; she awoke with numbness in her left leg "from about the knee down." As time progressed, her left leg "feels like it's asleep." Additionally, the patient indicated that "at times it feels like boiling hot water is being poured" on the leg. The patient reported that she developed a rash on both of her arms. She also stated that two weeks post procedure, she "had a urinary tract infection with very cloudy urine." Additionally, she also felt that "some small sutures were coming out when she was urinating." The physician reportedly does not believe that the patient's symptoms are related to the pinnacle device itself, or to the pinnacle placement procedure. The physician disregarded the patient's claim concerning the sutures "coming out" during urination, noting that "it shouldn't be happening." The physician prescribed cipro and biaxin ds (duration unknown), but does not plan any further medical intervention; she believes that the patient's symptoms will alleviate "on their own." The patient's current condition is unknown. She was reportedly planning on seeing a gynecologist at the cleveland clinic.